Event description:
It was reported that bd needle safetyglide 23x1-1/2 rb tw needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Describe event: ma giving b12 injection needle came apart of syringe and medication spilled out. Additional information provided: 1. Kindly provide the date of event. - 07/21/2025. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None to provider/staff or patient; patient just did not receive all of the b12 medication.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - needle pulled out of hub. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.